Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer blood glucose level was 411 mg/dl at the time of incident. Customer stated that they tried new battery and insulin pump did not turn on. Customer treated with manual injection. Troubleshooting was declined for high blood glucose level. The product will be returned for analysis.